Event description:
Clinical mgr reported that an infusion completed but the device did not alarm to notify staff. Pt was on a heparin drip and results had been therapeutic for a few days. There are two different reports of the events from two different nurses. It has not been determined which report is correct. Reports from nurses are as follows: nurse #1 reported as a result of the pump found not infusing, the pt was given a bolus of heparin which caused the lab results to be critically high. Nurse #2 reported the pt was being weaned off the heparin and was started on coumadin. Clinical mgr states that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The customer has stated that the product will not be returned because the device was not sequestered. The customer suspected the user selected the delay programming option without scheduling a callback when the infusion was completed. Unable to determine the cause of the customer's report that the device did not alarm.